Event description:
A user facility reported that a glaucoma shunt would not release from the delivery system during glaucoma filtration surgery. Additional information has been requested.

Manufacturer narrative:
No sample was returned; therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause could not be determined. Additional information has been requested. A completed questionnaire has not been received. (B)(4).